Event description:
It was reported that cgm displayed malfunction alarm with error code 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which malfunction did not recur, and customer was advised to wait before starting new sensor session, which customer understood and followed.